Event description:
Per the audiologist, the patient reported pain when the cochlear implant system was activated. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with electrode anomalies. Deactivation of the anomalous electrodes was recommended. Issues still not resolved. The patient's device was explanted about 2 months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.